Event description:
Patient removed ng tube, new ng tube needed to be inserted. New ng tube was inserted. When attempting to close the lid of the ng tube after insertion, the lid was unable to be closed. Due to this, the ng had to be removed and a new ng tube with a properly functioning lid was inserted.